Event description:
It was reported that this right ventricular (rv) lead had been showing abnormal impedance measurements, trending to low values. There was also a suspected pacing failure, and the situation was thought to be related to the rv lead and not with the pacemaker. They were suspecting an insulation damage or a lead conductor fracture. Furthermore, the patient experienced syncope and loss of consciousness. The patient was hospitalized, and the rv lead was surgically abandoned. A new lead was implanted. According to the field representative the lead has not been collected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing abnormal impedance measurements, trending to low values. There was also a suspected pacing failure, and the situation was thought to be related to the rv lead and not with the pacemaker. They were suspecting an insulation damage or a lead conductor fracture. Furthermore, the patient experienced syncope and loss of consciousness. The patient was hospitalized, and the rv lead was surgically abandoned. A new lead was implanted. According to the field representative the lead has not been collected for return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had been showing abnormal impedance measurements, trending to low values. There was also a suspected pacing failure, and the situation was thought to be related to the rv lead and not with the pacemaker. Furthermore, the patient experienced syncope and loss of consciousness. The patient was hospitalized, and the rv lead was explanted. A new lead was implanted. According to the field representative the lead has not been collected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.